Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 2.8mmol/l. Prior to going to the ER, the customer delivered a correction bolus via the pump to address the bg. In the ER, the customer was treated with intravenous fluids of saline. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer had elevated bg levels throughout the day and administered too much insulin, which caused the bg to drop. System check with technical support confirmed the pump was functioning as intended. Multiple attempts were made by technical support to obtain additional information; however, the customer did not respond.